Manufacturer narrative:
3 syringes affected.

Event description:
Account: xxxx. Account number: 1459. Contact: xxxx. Contact number: (B)(4). Case number: (B)(4). Case type: product query. Case sub-type: product quality. Product name: bd microfine 0.3ml 8mm 30g pip code: 3490232. Quantity: (B)(4). Supplying depot: runcorn depot. Batch number: 4002010. Customer contacted manufacturer: no. Sample availability: yes. Expiry date: 31/01/2029. Case description: customer ordered this item from us, when received the box was sealed. She gave it to the customer who opened in the shop and there was one missing. There was the 6 that where correct at 0.3ml but the other 3 where incorrect and where 0.1ml. I have spoken to my supervisor who advised to raise this on here under product quality.

Manufacturer narrative:
Additional information provided in b4, g2, g6, h2, h11. Correction made to d9 (device availability), h6 (investigation type). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st. Complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.